Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with and external neurostimulator (ens) for trialing purposes. It was reported that patient had a bladder infection. Cause and contributing factors to the bladder infection were unknown. It was also reported that patient did not feel stimulation and if they went up to 0.7, they began to feel discomfort in their rectum. Patient was advised to stay on 0.6. Patient did state that they were meeting 50% improvement of symptoms. Additional information was received stating the patient was still ill from their bladder infection, but had received antibiotics for treatment. Patient inquired if stimulation might cause frequency. Patient stated they had a uti and were on pain medications for pain in their tailbone when sitting. Patient mentioned being constipated and now they were going frequently. Also reported they pulled their wire, but were still feeling stimulation. It was also mentioned they had low batteries. Patient mentioned they woke up at night with heart racing, they wanted to know if they should decrease their stimulation. Patient reported constipation. Patient stated that during trial they experienced pain when stimulation was too high at 0.6 to 0.7, patient stated their healthcare provider thought stimulation was causing the pain, but was unsure. Patient decreased stimulation down to 0.5 due to pain and stated stimulation was at a comfortable level. Patient stated the trial helped with their symptoms. No further complications were reported or anticipated.